Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed with no issues noted. The presence of iodine was detected on the sponge. An integrity of seal of the pouch was performed with no issues noted. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon opening of the package it was observed that the cap was dried out on the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4): the manufactured date range was 10/17/13 ¿ 10/24/13a review of all batch record documents was conducted for lot number gd895763 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.